Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking haemostatic valve.

Event description:
During a cryoablation procedure in (B)(6), the irrigation tube of the flexcath steerable sheath (catheter introducer) showed air suctioning. The flexcath steerable sheath was replaced and the procedure was completed. There was no patient injury. No adverse event occurred.